Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no product; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a perforator failed to disengage and damaged the dura. Event occurred at third hole, damaging the surface veins of the frontal lobe and subarachnoid hemorrhage. Surgeon covered it with a vycleur mesh, followed by washing and compression hemostasis. The product will be returned.